Event description:
It was reported that the health care professional (hcp) called for review of consult data for this patient with a pacemaker who exhibited symptoms. Technical services reviewed the stored atrial tachycardia (at) and atrial fibrillation (af) events and found there was r-wave oversensing. The rhythm appears to be atrial, or sinus driven. At this time, the device remains in service. No adverse patient effects were reported.